Event description:
T-fix suture bar broke while in use in surgery. No pt injury or complication occurred. Contact stated that broken t-fix was pulled free and another was used. It is unk whether broken fragment was left in the body or retrieved.